Manufacturer narrative:
The device was not returned for analysis. An event of paravalvular leak and aortic valve insufficiency was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported paravalvular leak and aortic valve insufficiency could not be conclusively determined. The reported unexpected medical intervention is a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using an unknown delivery system. During procedure, the left coronary cusp (lcc) side was slightly deeper during the final deployment and there was aortic regurgitation (ar). A post balloon aortic valvuloplasty (bav) was performed to resolve it, and it was recognized that it expanded to some extent and there was no non-uniform expansion (nue) was noted. The valve was implanted at a depth of 4mm on the non-coronary cusp and 6mm on the left coronary cusp (lcc). A mild perivalvular leak (pvl) was noted during the case. After two weeks, a transthoracic echocardiogram confirmed that the pvl had progressed to a moderate level. The leak was around the valve on the lcc side. The condition was stable and no additional treatment was performed.